Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation with second-degree cystocele and first-degree rectocele. It was reported that the patient had a concurrent procedure of a tvh and bso performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01361. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion, the patient experienced extrusion, infection, urinary problems and bleeding. Patient underwent mesh revision/removal on (B)(6) 2012 due to pain, erosion, extrusion and infection. (B)(4).